Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when bowing the device the cut wire corkscrewed (the blue tip appeared to be loose and spinning) around the catheter. The procedure was completed with another hydratome rx sphincterotome. It was confirmed that no part of the tip detached. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's age is unknown, however, the patient is over 18 years. The complainant indicated that the device was disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.